Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error spontaneously. Customer's blood glucose was 13.7 mmol/l. The customer was advised that the device will be return for analysis and it would be replace via tnt.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window, cracked case the near display window corners, battery tube threads cracked and cracked reservoir tube lip.